Manufacturer narrative:
(B)(4). A batch review has been performed. All release criteria have been met for the production of this batch. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report an infusor pump that had a ruptured bladder. The vent occurred during filling with 4 vial of morphine and physiologic solution for a total volume of 50ml. There was no filter used. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.